Manufacturer narrative:
Code was used for the surgical intervention taken to surgically abandon the device system due to infection.

Event description:
It was reported that this device system was explanted due to an infection located in the device pocket. The patient was hospitalized after the procedure for continued monitoring. Future treatment plans for this patient are to implant a non-boston scientific device at a later date. No additional adverse patient effects were reported.